Event description:
Customer reports 20 incidents of the clamp snapping off during pt use. Exact incident dates and details of events are unk. No pt injury or medical intervention reported. No further info available.